Event description:
A customer reported having two pts who experienced corneal burn during a procedure. Add'l info has been requested.

Manufacturer narrative:
The facility did not request svc. There was no sample returned for eval and no add'l info provided related to this event. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4). This report was mailed to FDA on: 05/20/2011. (B)(4).